Manufacturer narrative:
The field service engineer performed various checks and replaced a split tubing. He performed qc which was acceptable. This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 and ca2 calcium gen.2 results with the cobas 8000 c702 module. The initial total bilirubin result was 410. The repeated result was 5. The initial calcium result was 1.56. The repeated result was 2.48. The units of measure were requested but not provided. It is unclear if the results are for the same patient or different patient samples. The questionable results were not reported outside of the laboratory. The total bilirubin lot number was 503338. The calcium lot number was 506975. The expiration dates were requested but not provided.

Manufacturer narrative:
The investigation determined that the split tubing found by the field service engineer was the root cause of the event.